Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device alarm logs. However, the device was put through extensive testing including bench handling, power cycling, and functional stress testing without duplicating the report. The o2 flow screen and o2 valve were replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a 83-year-old male patient, the device displayed a "02 valve fault - 2011" message. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.